Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Retroactive audit of study files completed and some events were deemed reportable. CAPA opened to address complaint/MDR reporting for post-market clinical studies.

Event description:
It was reported that a small localized perforation in the left sfa during a procedure. A balloon catheter was inflated for 4 minutes. After removal of the balloon catheter, no residual perforation or extravasation of contrast in the sfa region was noted. It was also reported that a thrombus formation was noted. An export catheter was advanced over the wire and the clot was aspirated.